Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella cp device for mechanical circulatory support. During setup, the pump was opened and primed. When on, there was a start pump screen with placement signal, and the staff canceled and was taken to placement screen. The staff was unsure if the pump primed properly, and the physician requested a new pump to be opened.

Manufacturer narrative:
The investigation for the reported priming issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the pump was able to prime without issue. The root cause of the priming issue was determined to be use related as the hospital staff accidentally selected cancel ending the case start process prematurely. This report is being filed as part of a retrospective review of historical records.